Manufacturer narrative:
Product event summary: analysis confirmed the reported event. As a result the touchscreen was replaced and software was reloaded.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the user was not able to calibrate the touch pen. The programmer was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.